Manufacturer narrative:
Failure analysis noted that the pump had moisture damage on the motor assembly and electronic assemblies. The pump was missing the end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 98 mg/dl at the time of incident. The customer stated that they jumped into the lake with the pump on and now there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.